Event description:
As reported via the (B)(4) registry, a patient experienced post procedure pseudoaneurysm requiring additional intervention. Pre-procedure nih stroke scale was 0, stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the left proximal internal carotid artery. The lesion was described as 20mm in length, arch type ii, eccentric and mildly calcified. The reference vessel was 7.0 in diameter and moderately tortuous. A 7mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 7.0 x 30mm precise pro rx was implanted at the target lesion. The patient was discharged seven days after the index procedure due to a pseudoaneurysm. Patient had right groin ultrasound on (B)(6) 2013 which showed bilobed psa (1.5x1.5 cm and 1.3x1.1 in right cfa). He underwent successful right groin thrombin injection on (B)(6) 2013. Also received 1 unit of transfusion on (B)(6) 2013 due to drop in hematocrit. CT abdomen /pelvis were negative for retroperitoneal bleed on (B)(6) 2013.

Manufacturer narrative:
Additional information received on (B)(4) 2013 confirms that a non-cordis sheath was used. Based on the additional information received, the event of pseudoaneurysm no longer meets that criteria for reporting as a serious injury under MDR regulations. Please update your files accordingly.

Manufacturer narrative:
Concomitant medications included thrombin injection and blood transfusion. Additional information will be submitted within 30 days of receipt.